Event description:
Device has been explanted.

Event description:
Additionally, patient legal representative reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extreme swelling, inflammation, pain, capsular contracture baker grade unknown, pins and needles, and sharp shooting pain."

Event description:
Patient reported "extreme swelling, inflammation, pain, capsular contracture baker grade unknown, pins and needles, and sharp shooting pain." The patient reported that "the symptoms are worse on the left side." This record is for the left side. The device remains implanted.